Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported elevated troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated the elevated results were released out of the laboratory. The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. Testing of the patient's sample through alternate methodologies generated negative results. The customer indicated the instrument was in normal operation. Quality control (qc), calibration, and system check were within specifications. No system issues were reported.